Event description:
It was reported that while using one bd vacutainer® push button blood collection set, the customer noticed blood was leaking after the tube was inserted. There was no health impact or consequence reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, the customer noticed blood was leaking after the tube was inserted. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. However, 30 retained samples underwent functional tests to assess the device's functionality. All samples passed the tests with no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the testing. Additionally, these samples underwent further functional tests for retraction lockout and all passed, showing proper activation with no defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.